Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (37 mg/dl at its lowest). The customer thought that the low bg was due to "guessing" incorrectly when delivering insulin to cover the amount of carbohydrates consumed (more insulin delivered than food consumed). The low bg was addressed by consuming carbohydrates.